Manufacturer narrative:
A cardiac perforation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
Related manufacturer reference: 3005334138-2017-00235; 3008452825-2017-00307; 9680001-2017-00094. During a pulmonary vein isolation ablation procedure, a cardiac perforation occurred. After approximately five hours of ablation, the introducer was exchanged and a second transseptal puncture was performed. The patient became hypotensive and a pericardial effusion was noticed on the ice catheter and confirmed with an echocardiogram. No intervention was performed; the effusion resolved spontaneously and the patient was stabilized. There were no performance issues with any abbott devices.